Event description:
It was reported that the device went into backup vvi mode during a firmware upgrade. Patient was symptomatic with pocket stimulation in back-up vvi mode. The device was successfully reset with a download. Patient was fine after the device was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.